Event description:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo sheath and observed a hemostatic valve dislodged issue. At the time of the puncture, the hemostasis valve dislodged inward, resulting in blood leakage. The issue improved after replacing the vizigo sheath with a new one. No patient consequence reported. Additional information was received. No air entered the patient¿s body. Blood return was observed of a few drops; however, the exact amount was unknown. The brim cap and the hub did not become detached from the sheath. No needle product was used with the vizigo sheath.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).